Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic ovarian cystectomy procedure, multiple seal and cut short circuit errors were displayed. It is believed that the teflon pad has melted and was causing metal to metal contact. The physician replaced the device with another similar device and the intended procedure was completed. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the device to perform as intended. A visual and microscopic inspection showed the teflon pad sustained normal wear and tear but there was no metal exposed and no melting of the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe.